Manufacturer narrative:
(B)(4). Concomitant medical products: 00489405415, trabecular acetabular augment, 63359613, 00662406550, bone screw self-tapping, 63646621. Report source, foreign - events occurred in the (B)(6). It is unknown if this product will be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process, and when it is completed, a supplemental will be filed to report findings. Reported event was confirmed by review of actual device received. Device history record (DHR) was reviewed with no deviations identified. A root cause could not be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00616, 0001822565-2018-06518. If any further information is found which would change or alter any information or any conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that during a hip procedure, the surgeon found it difficult to put the screw through the augment hole. It caused more pressure into the implant which slightly changed the location of both acetabular cup and augment. While the screw did not go through the augment, it resulted in excess torque on the augment and more bone loss. This resulted in a bigger augment being inserted which would not attain stability. The surgeon attempted to stabilize with a cup/cge construct. The blade of the cage fractured the ischium off the already broken pelvis. This resulted in a 30-40 minute delay. Both components were removed from the patient, and it was converted to a girdlestone.